Event description:
It was reported patient underwent primary vanguard total knee arthroplasty on (B)(6), 2011. Subsequently, patient was revised (B)(6), 2012, due to infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The tibial bearing removed during this revision procedure was made by biomet orthopedics, and reported under medwatch 1825034-2012-00978.